Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion in an ami(acute myocardial infarction) the iab unable to be inserted through the sheath. Another iab catheter was used to continue procedure. No patient injury was reported.